Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be a damaged force sensing resistors (fsrs). To correct the condition, the fsr was replaced. The device was serviced to meet functional specification. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No patient involvement. No additional information is available.